Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and low detection due to lead dislodgement. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.